Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v351473, product type lead. (B)(4).

Event description:
It was reported that a patient¿s device failed after ¿no more than four months.¿ the patient was extremely unhappy with the product and her doctor said that it was ¿just her.¿ she had not received any additional help. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #6000032-2014-00264 and 3004209178-2014-21109 for information regarding the patient¿s previous devices.